Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm and buttons were less responsive. The customer's blood glucose was unknown. The customer stated that buttons were harder to press and sometimes has to press buttons twice. The no delivery alerts becoming more frequent. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.